Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to elevated intraocular pressure (iop) and pigment dispersion. The vault was normal. Post-op there was mild inflammation in anterior chamber. Iop was 15mmhg and medication was prescribed. The patient is being monitored. The cause of the event was unknown.